Event description:
As reported to coloplast though not verified, patient experienced the closure of the vaginal incision and removal of exposed vaginal sling mesh. An explant of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.